Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that they experienced pain during sensor insertion. After the sensor was inserted, it was indicated that the sensor was not starting up and the patient immediately removed the sensor due to the pain they were feeling. Upon removal of the sensor, the patient noticed that the sensor needle did not come out with the device. After 2 hours, the patient stated they were still having pain that was dull and constant when they would move or touch the area. The patient also stated that they experienced sharp pain. The patient provided an image of the x-ray that was taken. It was indicated that sensor needle has broken off in the patient's skin during sensor insertion. The patient stated that they had 2 unsuccessful surgeries to remove the filament and the pain had not subsided. The patient had additional x-rays performed and scheduled a computerized axial tomography (cat) scan. The patient stated that the surgeon believes the filament is in the patient's abdomen wall. The dates of x-ray and surgeries is unknown. At the time of contact, the patient was still experiencing abdominal pain. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.